Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported their healthcare provider implanted their current ins too high, it was right at their waistline on the right side and it was constantly being hit by everything, it was uncomfortable and it hurt. They said they mentioned this to their healthcare provider and they were told at the time that the healthcare provider wished to focus on how the therapy was working. The patient was redirected to follow-up with their healthcare provider regarding the issue. No further complications were reported or anticipated.